Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during an esophagus radical procedure on (B)(6) 2008. The surgeon used the device to anastomose the esophagus. On (B)(6) 2008, the back-end of the incidence of anastomotic was broken. The surgeon used thoracic closed drainage and azithromycin to treat. On (B)(6) 2008, the patient did the x-ray; the film showed the left-thoracic cavity had pleura, but no effusion. On (B)(6) 2008, the patient had the angiography and the surgeon found the anastomotic leakage, then took the thoracic closed drainage. On (B)(6) 2008, the patient's stomach and intestines were examined and the surgeon treated with losec. On (B)(6) 2008, the patient was spitting blood and died at 6:40 pm on the same day. The device was discarded.